Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an inappropriate shock (ias) in alternate vector. The vector was changed to secondary in which another ias was delivered. It was noted the patient had poor r to t wave ratios due to a drop in r wave amplitude. Technical services (ts) discussed to assess in primary vector and possible troubleshooting options. The device and electrode remain in service. No adverse patient effects were reported.